Event description:
Indication: antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulinemia; selective deficiency of immunoglobulin g [igg] subclasses. Patient reported the plastic cover on her freedom pump fell off and will not go back on or reattach. Pump serial number and expiration date were not provided. It was not reported if the patient missed a dose or had an interruption in therapy. It was not reported if the patient experienced an adverse event due to the pump issue. The pharmacy did replace the pump. The pump is available for return. Unknown if md is aware. No additional information available.